Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
A 1104hmt micro ventric ic/temp catheter broke on insertion.